Manufacturer narrative:
The complaint of a sheared guidewire was confirmed and the cause appeared to be use related. The product returned for eval was one photograph depicting the distal end of a nitinol guidewire. A segment of the flexible distal tip appeared to be missing. Two kinks were evident in the remaining flexible tip region. The distal end of the guidewire was placed on gauze and a small amount of blood residue was evident on the guidewire near the transition. The missing tip and the kinks suggested that the guidewire was handled roughly and may have been drawn against a sharp edge such as the bevel of an introducer needle. The blood residue indicated that this occurred during device use. The IFU states "if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire." A lot history review (lhr) of reza0533 showed no other similar product complaint from these lot numbers.

Event description:
Facility sent in a photo to the sales rep where the wire allegedly looks like it sheared off.